Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage was found on the lcd isolation tape noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected powering off or shutting down noted during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 362 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would be replaced.